Manufacturer narrative:
(B)(4). Batch # m5251w. Additional information received: what type of procedure was the device used in? Ca stomach(gastrectomy). On which firing did this occur? Stomach. Was the staple line complete? Incomplete (partial staple formation). If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? Cut partially. If the device cut, was the cut line complete? Incomplete. How was the procedure completed? With another new cartridge. The analysis results found that the sr55 reload was received with both gripping surfaces broken and with the proximal 45 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. No functional testing was performed due to the condition of the reload. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, partial staple fired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.